Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An osseotite® implant 3.75 x 10mm (oss310) was returned for investigation. Visual inspection of theas returned product identified worn markings due to usage and implant fractured at threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event.no pre-existing conditions were noted on the per.the reported device location is #34and was used for approximately a year.pictures or x-ray images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev g - october 2019 information identified: 'warnings' 'potential adverse events'. DHR review was completed for the subject lot number (2018010207). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018010207) for similar event and no other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant fractured and was removed. Additional appointment required: yes, to place a new implant and crown